Event description:
While the unit was in use on a pt, the display was dim and the unit would not display battery run time. The pt was switched to another unit and therapy was continued. No pt injury was reported.